Event description:
It was reported that this right ventricular (rv) lead shock impedance values were high and out of range. Technical services (ts) discussed the case and provided in clinic testing options. Additional information noted that a commanded shock took place, but the values were still high and out of range. In addition, after the commanded shock fault code 1005 was noted. The physician decided to proceed with a lead replacement. The system was explanted and expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional review by the laboratory and device memory confirmed the code 1005 for the shock lead open that was observe in the field.

Event description:
It was reported that this right ventricular (rv) lead shock impedance values were high and out of range. Technical services (ts) discussed the case and provided in clinic testing options. Additional information noted that a commanded shock took place, but the values were still high and out of range. In addition, after the commanded shock fault code 1005 was noted. The physician decided to proceed with a lead replacement. The system was explanted and expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead shock impedance values were high and out of range. Technical services (ts) discussed the case and provided in clinic testing options. Additional information noted that a commanded shock took place, but the values were still high and out of range. In addition, after the commanded shock fault code 1005 was noted. The physician decided to proceed with a lead replacement. The system was explanted and expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead shock impedance values were high and out of range. Technical services (ts) discussed the case and provided in clinic testing options. Additional information noted that a commanded shock took place, but the values were still high and out of range. In addition, after the commanded shock fault code 1005 was noted. The physician decided to proceed with a lead replacement. No adverse patient effects were reported. The system remains implanted at this time.